Event description:
A malfunction alarm was reported, identified by the code malf 0. There was no adverse impact on the customer's blood glucose level. The customer was provided with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. It was confirmed that the customer could continue using the pump and was advised to call back if any issues persisted.